Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was appears intact. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.7 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided or visible on the returned device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left side breast implant deflation. Concomitant products: right side unknown mentor saline. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation confirmed upon examination by the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.